Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 9 month post-operative CT showed the presence of a type 1b endoleak at the right iliac. A re-intervention was performed to implant an ovation iliac limb extension extending the seal into the right common iliac artery, successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported event of the type 1b endoleak from the right iliac limb and the secondary procedure. Additionally, clinical assessment identified a type ii endoleak at the ima from the 1 month post implant review, contrast pool behind collar from a lumbar artery superior to sealing ring from the 7 month post implant review, and persistent el2-ima, persistent contrast pool behind collar from the 9 month post implant; post secondary repair review. The most likely cause of the type ib endoleak was significant calcium in the rcia. The type ii endoleak was most likely due to the patent ima. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.